Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 of the bd¿ prn adapter's were leaking. The following information was provided by the initial reporter, translated from (B)(6) to english: sales into the electric feedback nurse practitioner to the patient during the use of heparin cap link extension tube found to be leaking, the problem product 5 pcs.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that 5 of the bd¿ prn adapter's were leaking. The following information was provided by the initial reporter, translated from chinese to english sales into the electric feedback nurse practitioner to the patient during the use of heparin cap link extension tube found to be leaking, the problem product 5 pcs.